Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red/purple rash in the area under the garment. Patient states the rash is prominent in the area under the arms on the rib cage. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed prednisone and the rash has improved.